Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was used during a stent placement procedure performed on an unknown date. During the procedure, the stent did not deploy. The device was removed, and another axios stent was used to complete the procedure. There were no known patient complications reported as a result of this event note: this complaint has been deemed MDR reportable event based on the investigation result which revealed that the stent failed to expand. Please see block h11 for the full investigation details.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150101 captures the reportable investigation finding of stent failure to expand block h11: an axios stent and electrocautery enhanced delivery system were received for analysis. Visual examination of the returned device found the delivery system slider in position 2, the stent was fully covered and undeployed, and the luer attachment screw was damaged. Functional inspection related to stent deployment could not be performed, as the delivery system had not been actuated properly. Destructive test was made subsequently, and it was observed that the outer sheath was detached. The outer sheath was cut, and the stent was manually deployed by pulling the nosecone apart from the outer sheath. The stent was deployed easily but its expansion failed. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported event of stent failure to deploy based on the delivery system visual and functional inspection which found the hub/luer damage and outer sheath detached. The investigation concluded that these events were likely caused due to factors encountered during the procedure such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). The additional observed event of stent failure to expand reason could not be established as expansion rates can be negatively impacted by the following factors: compression, time, temperature, and humidity. Slow expansion rates are seen most predominantly in the largest stent sizes, which experience the highest compression conditions while in the catheter delivery system. The larger the stent diameter, the more it is "packed" into the catheter of the delivery system which means that the stent will be more compressed and is more likely to have an unconstrained opening dimension that is smaller than the manufacturing specification. Therefore, the most probable cause of the reported event is adverse event related to procedure. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label.